Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe plastipak 10ml s/su contained foreign matter. Verbatim: syringe contaminated with a dead insect, in the place that should be sterile.